Event description:
No new information.

Manufacturer narrative:
Additional information: h3, h4, h6. Device evaluation: follow up report submitted to document device evaluation results. The reported event could be confirmed based on the visual inspection of the plate fragments returned. Returned plate fragments confirmed fractures through plate bars due to sustained high forces causing low cycle fatigue, not manufacturing or material defects (titanium grade 3). Design and production met specifications; breakage likely occurred at the osteotomy gap, and thicker plates with more bars and screw holes were recommended to improve stability. Based on the investigation, there is no indication for an incorrectly working product or any design, material, or manufacturing related issue. Therefore, no corrective and/or preventive actions are deemed necessary at this time.

Event description:
It was reported that upon removing all the screws from the existing stryker custom plate during a revision of the maxillary implant, the plate came apart into nine pieces.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received, it will be reported on a supplemental report.